Event description:
It was reported to boston scientific corporation that a genesys hta procerva hydrothermablation procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. The exact patient age is unavailable, however, the patient was reported to be over 18. According to the complainant, during set up, while the surgical tech was attaching the scope adapter to the sheath, the back end of the sheath broke. The procedure was successfully completed using another of the same device. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.